Event description:
Related manufacturer number: 2017865-2022-04202. It was reported that a patient's left ventricular lead was explanted and replaced on (B)(6) 2022 due to lead dislodgement. A different left ventricular lead was also implanted and explanted on (B)(6) 2022 for an unspecified reason. The patient was stable throughout.

Event description:
Related manufacturer number: 2017865-2022-04202. It was reported that a patient's left ventricular lead was explanted and replaced on (B)(6) 2022 due to lead dislodgement. A different left ventricular lead was also implanted and explanted on (B)(6) 2022 for an unspecified reason. The patient was stable throughout.

Manufacturer narrative:
The reported events were lead dislodgement and extra cardiac stimulation. As received, a complete lead was returned in one piece. Visual examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. S-curve was measured to be within specification.

Event description:
New information notes that a chest x-ray was performed that confirmed the left ventricular lead dislodgement. The patient had also experienced phrenic nerve stimulation as a result of the dislodgement.